Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon shed fluff [device breakage]. Case narrative: consumer reported via phone that the tampon shed fluff. No injury reported.